Event description:
Caller reported a malfunction on pump, displaying code malf 3, with no notable events occurring prior. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged to replace pump, confirmed shipping details with signature required for delivery, and instructed caller on returning faulty pump and necessary steps with new pump. There was no backup therapy available, so caller will contact healthcare provider.